Event description:
It was reported that the pt underwent a plif for stenosis at l4-s1 using posterior fixation. While the surgeon twisted off a set screw at l5, the set screw could not be twisted off. The screw was replaced and the procedure was completed without further complications.

Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs. This part is not approved for use in the u.s; however, a like device catalog #: 7540020, was cleared in the u.s.